Event description:
It has been reported to philips allura device would not boot up. No harm has been reported to philips a philips service engineer inspected the system on site. It was identified that the host pc was not able to communicate with the flexvision pc.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that device would not boot up. Review of the system log file showed malfunction in flex vision pc. Upon further troubleshooting action, field service engineer (fse) found issue with the frame grabber. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The fse replaced the flex vision pc, reinstalled the software and restored the configuration. After replacement of flex vision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.